Manufacturer narrative:
The doctor stated that the patient had a shallow chamber and but has not worsened. The iop was reduced from the 60s to an iop between 7 and 9 mmhg.

Event description:
High iop in the 60s with angle closure despite laser iridotomy.